Event description:
The customer reported the workstation intermittently locks up. No pt injury was reported.

Manufacturer narrative:
The service rep readjusted the 5 volts power supple to 5.05 volts. Workstation boots up normal and system is ok to use.